Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported a company representative was notified a few weeks ago from a nurse that they had a few instances of infections. Additional information received reported the pump was being used to deliver baclofen. No further information was provided. Additional information has been requested; a follow-up report will be sent when it becomes available.